Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized for heart failure. While the patient was in the hospital, the healthcare provider wanted to confirm the validity of the sensor readings. As a result, the patient underwent a right heart catheterization (rhc) on (B)(6) 2018. The sensor mean was increased by 30 mmhg.

Event description:
Additional information received identified the patient is taking valid readings based on patient care network database.